Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): e2dr01aa implantable pulse generator (ipg) implanted: 2004-(B)(6), 5076 implantable pacing lead implanted: 2004-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead dislodged during a procedure to place a swan-ganz catheter. The lead was explanted and replaced. No patient complications have been reported as a result of this event.